Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure.

Manufacturer narrative:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of a hardware error could not be confirmed.